Manufacturer narrative:
Concomitant medical products: 10ml bd saline syringe ref 306500, lot number 528511b exp oct 11 2018; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the patient was receiving continuous unspecified infusion of pain medication via a syringe pump and noticed the IV tubing leaking at the filter.

Manufacturer narrative:
The customer¿s report of a filter leak was not confirmed. Visual inspection showed no damage. Functional testing and pressure testing resulted in no leaks. The root cause of the reported leak was not identified.